Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had high blood glucose of 590 mg/dl. Troubleshooting was performed and it was found that insulin pump was working as designed. During troubleshooting, it was found that customer was not aware that he needed to correct a snack with a bolus delivery as he was advised that insulin was already being delivered through basal. Customer was educated on bolus delivery. After customer delivered a bolus, blood glucose began to lower.